Manufacturer narrative:
The malfunction was duplicated and the biphasic interconnection flex cable was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 85" message. Complainant indicated that there was no patient involvement in the reported malfunction.